Event description:
It was reported that impedance and threshold levels increased and oversensing occurred. A lead warning was noted for both atrial and ventricular leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.